Event description:
A malfunction was reported with a displayed code of malf 1, and there was no prior notable event leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump, as it was not resettable, and the customer was given instructions for storage and return procedures. The customer was also advised on steps to take upon receiving the replacement pump, and they acknowledged understanding these instructions. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.